Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the received target device gamma3® shows traces of a long and intense use identified by the general appearance of the surfaces and by the appearance of the white printings, which turned from white to fawn [an indication for high sterilization cycles]. The c-ring itself was not returned for a physical evaluation. A detailed visual inspection of the groove at the reception for the nail, intended position of the c-ring, revealed material deformation at the rim of the circumferential groove. Further visual damage was not found. Due to missing c-ring, it was not possible to determine if c-ring was deformed or damaged. It cannot be excluded that the missing c-ring was detached prior to the surgery during the re-processing. During detachment the ring may have been deformed and / or may have been attached in unintended mode which may have affected the secure fit of the c-ring [loosening]. The c-ring [clamping ring] is a feature to ease nail assembly ¿ but the function is still given without the c-ring. Based on the information given an exact root cause of the reported event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The retaining ring of the target device loosened. Additional info received from the rep. Yes, the retaining ring has completely detached from the aiming bar no, the retaining ring has not fallen into the patient the surgeon wanted to put the aiming bar back on the implanted nail for a femoral neck screw revision. There were difficulties and the ring is bent. So that the goal could still be achieved, the bent retaining ring was removed from the target bracket by the surgeon outside the patient. Thereafter, the aiming bar fitted onto the implanted nail and the operation was successfully completed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The retaining ring of the target device loosened.